Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported that there was a problem with one of the leads. The patient then mentioned that it was working okay but wanted to know if the leads were magnetic resonance imaging (MRI) compatible. Boston scientific technical services (ts) then stated yes, however, MRI approved systems could not have any abandoned leads. Attempt to obtain additional information was unsuccessful. This tachy lead remains in service. No adverse patient effects were reported.